Event description:
It was reported that the catheter might have been kinked, so that the patient had not gotten drug for a week and a half. After the patient started getting drug again, she ¿kind of overdosed on it a little bit¿. The pump was then turned off before the patient went into withdrawal. At the time of report, the overdose had resolved, but the pump had not been turned back on yet. It was stated that the overdose scared the patient, so she just needed her time to get that comfort level back. It was reported that the patient¿s family wanted the pump to be explanted, because they had thought that the occlusion had caused the drug to back up until it released, at which time, the patient received a big bolus of built-up drug. However, the reporter stated that they would probably keep the pump implanted and perform a catheter revision, as the patient had an older catheter implanted which had kinked twice. It was stated that the device system was used to deliver baclofen. The reporter thought that it was gablofen, but he wasn¿t positive.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).